Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was jammed. A field service engineer (fse) called and had them attempt to open the drawers. Drawer 2 did not open. The back cover was removed, and the drawer was manually pushed out. Fse found that the last cubie in the drawer was not fully installed. The cubie was reinstalled, and the drawer was tested and operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer unable to open when trying to issue medication. User state that able to try unlocking but not open but drawer jammed the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.